Event description:
Patient had just been transferred from a gurney to the cath lab table. Patient was lying flat on the table to begin preparation for the procedure. Table broke under him. Patient did not hit floor; staff member was able to help "catch" him. The break occurred approximately 3 feet back from the head position.